Event description:
On oct 15, 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approx mid-way through the procedure, the prolieve system's prosthetic balloon appeared to lose pressure and was leaking. The physician noted a "balloon burst" was heard. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The lot number provided by the complainant, 615513 represents the prolieve catheter; a part of the kit. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.